Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to replace necessary supplies and continue insulin therapy.